Event description:
The customer reported the olympus 190 series scopes were displaying a b30 scope communication error message so a repair reduction observation by an endoscope support specialist (ess) was requested. During the observation, the ess observed the evis exera iii colonovideoscope being reprocessed incorrectly. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
An olympus ess visited the site on august 9, 2023, for a repair reduction observation. During the visit, the ess observed the customer not removing the scope from the water following the leakage test prior to depressurizing the scope. The scope was left in the water and the maintenance unit was turned off. The scope connector was then removed and disconnected from the leakage tester. The ess also noted that the customer did not have suction in the reprocessing area so they did not perform the aspiration step after brushing the scope channels. An injection tube was attached and the channels were manually flushed with detergent, water and air using a syringe. The scope then went through high level disinfection in a medivator automatic endoscope reprocessor (aer) prior to storage. The ess discussed proper leakage testing steps with the reprocessing technician and physician to avoid possible fluid invasion of the scope, which can often cause a b30 scope communication error. The ess also discussed the need to add the aspiration step after brushing the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the scope not being reprocessed correctly was confirmed by the ess during the site visit, a root cause of the site reprocessing the scope incorrectly could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following the IFU: IFU includes the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.